Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 120 mg/dl while the sensor glucose reading was in low 40's mg/dl. The customer stated that the pump went into threshold suspend. The customer also reported slightly bent cannulas. Customer will return sensor for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test.